Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured at below rated burst pressure. It was further reported that the 90% stenosed target lesion was located in the severely calcified left anterior descending artery with a significant bend of <90 degrees. The balloon was initially inflated at 14 atmospheres (atm) for 8 seconds, however, during second inflation at 18 atm for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured at below rated burst pressure.